Event description:
It was reported that the lead integrity alert triggered while the patient was golfing, the right ventricular pacing impedance was high, and there was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.